Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 573 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.